Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was shutting off without an alarm. Customer's blood glucose was 330 mg/dl. Customer reported that the battery had exploded inside the device, there was battery acid inside the battery compartment. Customer reported that the battery cap had a circle in the middle and discoloration on the metal. Customer reported that the insulin pump alarmed a battery out limit alarm, failed battery test alarm, and weak battery error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump gave a failed battery test alarm due to a corroded battery tube. Unable to verify the battery out limit or weak battery alarms due to the failed battery test. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.